Event description:
The treating doctor reported that the patient required extraction of tooth 3.6. The treating doctor noted that there was a risk of vertical fracture; however, this risk existed independently of the use of aligners. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available records show initial treatment plan involved 0.5 mm distalization and 1.9° distal rotation, which posed increased biomechanical stress on a compromised tooth, particularly given the presence of the third molar. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.